Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came to see the doctor after suffering a proximal femoral fracture. He removed her implants that were loose due to the fractured hip at the bone to implant interface. He reamed and prepared her femur for an aml stem, and implanted the new stem with cables. He also replaced her bi-polar head with an appropriate size for stability.